Event description:
It was reported by service report that the footboard was not working on the bed causing bed exit and scale to be unavailable. No pt involvement or adverse consequences are reported.